Event description:
Event reported by attorney. The legal complaint states the following, plaintiff claims to have t-sling implanted on (B)(6) 2004. After, and as a result of the implantation of the products, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, and other injuries. No further information is available at this time.